Manufacturer narrative:
Brinkman, jm, luites, jw, wymenga, ab, and van heerwaarden, rj. (2010), early full weight bearing is safe in open-wedge high tibial osteotomy. Acta orthop, 81(2):193-8. This report is for an unknown plate. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following journal article, brinkman, jm, luites, jw, wymenga, ab, and van heerwaarden, rj. (2010), early full weight bearing is safe in open-wedge high tibial osteotomy. Acta orthop, 81(2):193-8. In this prospective cohort study, the authors measured migration in open-wedge osteotomy in patients following an early full weight bearing protocol (group e) and compared the results to those from a historical cohort of open-wedge osteotomy patients who followed a standard protocol (full weight bearing after 6 weeks; group s) using radiostereometry. The authors prospectively recruited patients¿aged between 18 and 60 and who were scheduled for hto¿between december 2005 and december 2006. They formed the e group. Fourteen osteotomies were fixated with the synthes medial tomofix plate and screws in 14 patients (10 males) with a mean age of 49 years (sd 9), a mean weight of 81 kg (sd 11), without any complications. Patients were allowed full weight bearing as soon as pain and wound healing permitted. Radiostereometry was used to measure motion across the osteotomy at regular intervals. Improvement in pain and functional outcome were assessed postoperatively. The results were compared to those from a group of 23 patients who had undergone the same operation but had used a standard rehabilitation protocol. Postoperatively, one complication occurred. A wound infection was diagnosed 5 weeks postoperatively and treated successfully with antibiotics and wound debridement. All osteotomies had healed at 12 months. There were no adverse effects because of the early full weight bearing protocol. There were no differences in motion at the osteotomy between groups as measured by radiostereometry. In both groups, pain and function improved substantially without any differences between groups. Patients in the early weight bearing group achieved the same result but in a shorter time. This report is for an unknown tomofix plate. This is report 1 of 1 for complaint (B)(4).